Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of life message for the implantable pulse generator (ipg) . The patient underwent ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.